Event description:
The customer reported that there was multiple "ma on in error" messages. This error will likely cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and performed a high voltage and filament calibration. The system operates as intended.